Event description:
It was reported that the patient's stimulator was dead. It was stated that someone tried to get the battery going again, but it couldn't be done. The patient was to have an MRI and compatibility guidelines were requested.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n246444, implanted: (B)(6) 2010: product type accessory; product ID 3 708140, serial# (B)(4), implanted: (B)(6) 2010: product type extension; product ID 3550-29, lot# n248235, implanted: (B)(6) 2010: product type accessory; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010: product type lead; product ID 37743, serial# (B)(6): product type programmer; patient product ID 37752, serial# (B)(4): product type recharger. (B)(4).